Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock approximately one hour after exercise. Technical services (ts) reviewed the episode and discussed there was no elevated heart rate and there were a lot of artifacts, which could potentially relate to an electrode fracture, however, this has not been confirmed by the clinic. Additional artifacts were observed in separate episodes as well. It was mentioned that the patient would attend in-clinic for troubleshooting. In-person troubleshooting was performed and artifacts were observed in primary and alternate vectors with movement of the arm, therefore, the physician programmed the device to secondary vector and extended the detection time in the meantime. The patient was mentioned to be very anxious. Ts provided further programming options and recommendations, including performing x-rays. Additional information was received. This s-ICD device was explanted and replaced along with the electrode due to suspected fracture, and this device was replaced by decision of the physician and patient. A new s-ICD was implanted. No additional adverse patient effects were reported. This device is not expected to be returned as it was kept by the patient.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock approximately one hour after exercise. Technical services (ts) reviewed the episode and discussed there was no elevated heart rate and there were a lot of artifacts, which could potentially relate to an electrode fracture, however, this has not been confirmed by the clinic. Additional artifacts were observed in separate episodes as well. It was mentioned that the patient would attend in-clinic for troubleshooting. In-person troubleshooting was performed and artifacts were observed in primary and alternate vectors with movement of the arm, therefore, the physician programmed the device to secondary vector and extended the detection time in the meantime. The patient was mentioned to be very anxious. Ts provided further programming options and recommendations, including performing x-rays. Additional information was received. This s-ICD device was explanted and replaced along with the electrode due to suspected fracture, and this device was replaced by decision of the physician and patient. A new s-ICD was implanted. No additional adverse patient effects were reported. This device is not expected to be returned as it was kept by the patient.